Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report

Event description:
It was reported from the site by the vad coordinator that the patient came to clinic on (B)(6) 2016 and was noted to have a double power disconnect on (B)(6) 2016 and "a couple critical battery alarms." It was confirmed by the site that the patient had the controller in use but unsure if the same battery was involved with the double disconnect as the event was captured by log file analysis. It was also confirmed by log files that there was a pump stop but not sure if it was associated with the same battery. The patient brought in a battery where there is visible damage to the battery cable with wires exposed. It was stated that the vad coordinator believe that the battery was dropped to have caused the damage. Log files were sent to the manufacturer. Damaged battery was replaced from hospital inventory. Per engineers, "the batteries are working as intended." Engineers were able to confirm the controller power up and motor start on (B)(6) 2016, and critical battery alarms on (B)(6) 2016. It was reported by the site they are not aware of any additional issues with the controller and existing batteries since last event. No additional information is available.

Manufacturer narrative:
One battery (B)(4) was returned for evaluation. The controller (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated controller met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the battery in relation to the reported event. Analysis of the battery (B)(4) revealed that the device failed to meet visual specifications due to a broken harness that exposed the wires near the battery casing. This damage appears to have been caused because the battery was dropped. The reported event (visible damage to the battery cable with wires exposed) was confirmed at the bench level. The double disconnect and critical battery alarms reported were confirmed via logs. The logs indicated that both power sources were physically disconnected from the controller and were then reconnected. Log files also revealed two critical battery alarms logged on (B)(6) 2016. The first critical battery alarm was logged when only battery (B)(4) (battery capacity = 9%) was connected to ps2 and there was no power source attached to ps1. The second critical battery alarm was logged when battery (B)(4) (battery capacity = 9%) was connected to ps1 and battery (B)(4) (battery capacity = 26%) was connected to ps2. These alarms were logged because the capacity of the batteries connected to the controller fell below 10%. These alarms do not indicate a malfunction neither of batteries nor the controller. In both cases, data log files show a normal discharge rate for these batteries (B)(4) lasting approximately 4 to 6 hours. All devices performed as intended. For the critical battery alarms, no failure was detected; the reported event was the result of proper equipment function. The double disconnect occurred because both power sources were physically disconnected from the controller at the same time. The broken battery case was caused by trauma to the battery, possibly caused by dropping it to the floor. Additional system component being reported for this event: controller : (B)(4) - expiration date: 10-31-20215- MFR date- 10-01-2014. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.